Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high lead impedance and noise. The noise was reproducible. The lead was explanted and replaced. There were no adverse consequences for the patient.